Event description:
While receiving care, residents siderail broke off of the bed resulting in resident falling to the floor and injury. Appropriate rail attachment was provided for bed. Resident weight was within the guidelines of the bed manufacturer.